Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 100.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The outer diameter (od) of the pusher assembly mid-joint was measured within specification. The inner diameter (ID) of the introducer sheath was measured within specification. Resistance was encountered while attempting to advance the pusher assembly through its introducer sheath and as the kink in the pusher was advanced through the microcatheter; however, the pusher assembly was able to advance through its introducer sheath and out of the distal tip of a demonstration microcatheter. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock during preparation, resistance may be experienced while attempting to advance the pusher assembly during the procedure. While attempting to advance the pusher assembly during the functional test, resistance was encountered as the kinks in the pusher assembly were advanced through the microcatheter. Although resistance was experienced, the smart coil was able to advance through its introducer sheath and out of the distal tip of a demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed five smart coils using a non-penumbra microcatheter. The physician then was unable to advance another smart coil through the middle of its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.